Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was 8.2 mmol/l at the time of the incident. Customer stated they saw red x on display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error (open book image). Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test due to blank display.